Event description:
The facility representative reported a flogard infusion pump with a 49 failure code. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). (B)(6). The customer reported problem of "alarm f-49" was confirmed during evaluation. Service determined that the cause was due to defective main batteries. The main batteries were replaced and the configuration settings were reset to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up MDR will be submitted.